Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the "touch pen does not track" on the programmer screen, with the greatest difference on the left side of the screen. The programmer is being returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported that the "touch pen does not track" on the programmer screen, with the greatest difference on the left side of the screen. It was further reported that attempts to recalibrate the stylus were unsuccessful. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed the customer comment; the stylus was not calibrated correctly. It was determined that the issue was caused by the touch screen overlay being out of calibration and testing out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.